Event description:
It was reported that during an unknown procedure, it was noticed that the jaws on the device were stuck in the closed position. The problem was noticed prior to use on patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Malformed clip, sticking jaw/cam. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed 3 scissor clips and properly formed the remaining clips upon firing. However, during each firing sequence the trigger hesitated when attempting to return to the open position. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the root cause of this issue. Finally, the device locked out as intended but the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.